Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: on (B)(6) 2024, the patient underwent coronary artery bypass grafting with preoperative placement of an iabp catheter for assistance. The doctor found that the balloon could not pass through the arterial sheath when placing the catheter, repeated attempts were unsuccessful, and replaced with another device, which was successfully placed. The procedure was delayed by 15 minutes but no reported patient harm."

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The sheath in question was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc outer lumen near the proximal end of the iabc bladder. Under microscopic inspection, the leak site confirmed at approximately 27.9cm from the iabc distal tip. The cause of the out-ER lumen leak could not be confidently determined. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not pass through the arterial sheath " is confirmed. During the investigation, a leak was noted from the iabc outer lumen near the proximal end of the iabc bladder, which could allow the bladder to prematurely unwrap prior to the insertion and could cause the catheter to get stuck in the sheath. No other leaks or damage was noted to the iabc. The sheath in question was not returned with the sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leak. The root cause of the outer lumen leak is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that: "(B)(6) 2024, the patient underwent coronary artery bypass grafting with preoperative placement of an iabp catheter for assistance. The doctor found that the balloon could not pass through the arterial sheath when placing the catheter, repeated attempts were unsuccessful, and replaced with another device, which was successfully placed. The procedure was delayed by 15 minutes but no reported patient harm."